Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes and, according to the reporter, several analyses were attempted in AED mode, but the device would not complete the analyses. The therapy cable was removed and the device's hard paddles used to complete the call. The patient transported to the hospital and their outcome is unknown.